Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was a damaged instrument, a bent thoracic probe in the site's navigated frame component instrument tray. It was unknown if the probe could pass verification. No patient.